Event description:
During a surgery, the catheter fell apart inside the patient. It took about 15-20 minutes to retrieve. Came out of the catheter in one piece but when retrieving the fragment, it separated into several pieces. The shavings were removed from the patient's bladder using a small alligator like forcep. All fragments removed during the same procedure. Fiberoptic laser wire placed through the catheter. Shavings are from the inside of the catheter.

Manufacturer narrative:
One specimen jar with several shavings from a ureteral catheter was received; the catheter was not returned. Six separate shavings were received; however, the actual length of all the shavings could not be positively determined because the segments were accordion in appearance. Due to the catheter not being returned for evaluation, we are unable to determine what portion of the catheter the shavings originated from as well as if all the fragments were removed; however, the customer indicated all segments were removed from the patient's bladder during the same procedure. The catheter has most likely been damaged by an instrument of undetermined origin causing the difficulty experienced. Should any additional information become available, it will be forwarded.